Event description:
Pt was implanted with freehand system hand grasp neuroprosthesis in 1997. In 1999, pt's system was not functioning correctly and progressed to implant failure to deliver stimulation. Pt had the freehand implantable receive stimulator replaced in 1999. Device relacement has restored function.